Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete initial reporter information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a perm implant procedure, the surgical staff had issues intubating the patient. The procedure was completed successfully, however post-operatively, the patient may have lost too much oxygen.

Manufacturer narrative:
Patient date of birth added to the report. E1 initial reporter information added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient recovered post-operatively and did not have any issues.